Manufacturer narrative:
Additional MDR related to this event: 3025141-2016-00193: plate.

Event description:
A clavicle plate was implanted to treat a fracture of the clavicle. At some point post operatively, the patient felt a snap; x-rays confirmed that the plate had broken and a screw backed out. The plate and screws were subsequently explanted.